Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found no failure icons. Opened the back panel and tested the drawers; drawer 2.2 occasionally bounced back slightly, causing intermittent test failures when not fully closed. No damage found to sensors or cabling. Reseated all connections and reassembled the station. After rebooting, all drawers passed hardware tests with no issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, top matrix 1/2 height drawer failed to open. After the reboot kept saying maintenance required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.